Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a return of symptoms. Specific symptoms were not reported. The pump "has been turned off" because the hcp (healthcare professional) suspected the catheter was kinked. Also, the pocket site was "loose" and the pump moved and flipped in the pocket. Additional information has been requested from the hcp, but was not available as of the date of this report.